Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is seeing starbursts like "fireworks", experiencing blurred vision, and she is not able to drive. Medical records were received that indicated the patient underwent cataract surgery with iol implantation in (B)(6) 2010. Approximately two weeks postoperatively, the patient presented with burning, stabbing pain and tearing in the eye; best corrected vision (bcva) was 20/25 and ocular coherence tomography (oct) was normal. The surgeon indicated the eye examination was normal and he could not find any ocular origin of her symptoms. The surgeon referred the patient to two other surgeons, one being a retinal specialist, and prescribed the patient medications to help alleviate her symptoms. The retinal specialist performed the retinal evaluation in (B)(6) 2010 and he indicated that he did not see any sign of leakage or edema in the posterior pole. He recommended that the patient be monitored as everything looked "great". The other surgeon saw the patient for a neuroophthalmic consultation in (B)(6) 2011. He was informed by the patient that she used to have halos before the surgery, but since surgery, she is also seeing starbursts, sometimes colored ones, in addition to the large halos; and these symptoms are affecting her activities of daily living. The surgeon noted the patient is in a medication that could cause color-related abnormalities. He indicated that his examination of the patient was unremarkable and normal; and that the lens is perfectly centered. He believes the patient's symptoms are more due to spherical or chromatic aberrations from the iol due to her large pupil size. The surgeon also reported he prescribed eyedrops to help alleviate symptoms. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reporting in the lot number. Attempts were made to obtain additional information. (B)(4).